Event description:
It was reported that the patient presented for remote follow-up via merlin.net with myopotential over-sensing exhibited the implantable cardioverter defibrillator. It was determined that over-sensing had resulted in under-pacing. Programming interventions were made. The patient was asymptomatic.